Event description:
Customer reported that the up button on the insulin pump got stuck and the numbers kept going up when attempting a bolus. Customer's blood glucose reading at the time of the call was 258 mg/dl and has treated with manual injections. No further information reported.

Manufacturer narrative:
All buttons functioned properly during testing however, corroded keypad traces were found during visual inspection. No button error alarm during testing. No unexpected numbers ramping or scrolling during testing. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on liquid crystal display window and scratches on reservoir tube window.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.